Event description:
It was reported that arteriotomy closure of a femoral artery was attempted with proglide devices, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the plunger was removed no suture was attached to the needles, a cuff miss occurred. The aaa procedure was completed and four additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for needle to cuff miss reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the previously filed medwatch, additional information received: the sutures of the four additional proglide devices were pre-placed using the pre-close technique with a 6f sheath prior to the aaa procedure, two in the right common femoral artery and two in the left common femoral artery. The sheath was upsized to 19f for the aaa procedure. The pre-placed sutures of the four proglide devices were successfully used after the procedure to achieve hemostasis. The physician is trained in the pre-close procedure.